Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had unit shut down. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation: event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site mail), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: e1 (initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unit had no power, examined unit, replaced power management board (0670-00-1162), issue resolved, return unit to customer for use.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h6(investigation conclusions), h11. Corrected fields: d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unit had no power, examined unit, replaced power management board, issue resolved, return unit to customer for use. All functional checks were performed and passed. The failure analysis and testing dept. Received part number with a reported unit failure of unit having no power. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
N/a.